Manufacturer narrative:
Performance tests were within specification and did not reveal an issue with the analyzer. Quality controls were also in range. It was determined a possible reason for the event was insufficient centrifugation time, which can cause high flyers. A centrifugation time of 5 minutes is insufficient, regardless of the used rpm or rcf. The patient was not affected by the high results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Pt was revised to address infection. Poly wear and osteolysis was discovered intraoperatively.

Event description:
The field application specialist reported the user had a discrepant troponin t result of 0.18 ng/ml with a data flag which was immediately repeated before being reported out. The rerun result from the same analyzer was a <0.01 ng/ml. The same sample was then repeated on the e170 analyzer and gave a result of 0.01 ng/ml. The user reported the second 2010 result of <0.01 ng/ml. The troponin t reagent lot number was 15563801. The field service representative was unable to reproduce the issue. He performed instrument checks and all aspects of the instrument setup, adjustments and operation were acceptable. To verify the analyzer operation, he ran performance tests with all results within specified limits.